Manufacturer narrative:
Device was used for treatment, not diagnosis. Plate reported to have been implanted on an unknown date in (B)(6) 2014. The device was still implanted as of the date of this report, it has been reported the removal of the broken plate will occur on an unknown date in (B)(6) 2014. Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported an implanted plate was found to be broken after implantation; the device was implanted on an unknown date in (B)(6) 2014. It is unknown how the broken plate was discovered, the removal of the plate is scheduled for an unknown date in june. Bone union was confirmed and there was no problem with the patient¿s condition. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
The review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A manufacturing evaluation was completed: the returned plate was investigated, and shows that the plate is broken as complaint. We cannot determine the exact cause but it is likely that excess movement by the patient or some form of impact may have resulted in the breakage. A thorough review of the manufacturing documentation shows that there were no issues during the manufacture of the product that would contribute to this complaint condition (manufactured in february 2011). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.